Manufacturer narrative:
The insulin pump was received with no act button response due to unlocked connector on the lcd board. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no act button response. The insulin pump had cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 479 mg/dl. The customer also reported that the act button was unresponsive. The customer stated that they treated the high blood glucose with manual injection. The customer's most recent blood glucose was 200 mg/dl and treated with bolus which brought the blood glucose down to 179 mg/dl. The customer stated that the blood went up to 301 mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.